Event description:
The customer reported that the defibrillator would not turn on. There was no ac led. Changing the battery with a known good one did not resolve the symptoms. The customer confirmed that the ac cable was fully functional. There was no pt involved.